Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was successfully deployed using left subclavian artery access. As the nose cone of the delivery catheter system (dcs) was being withdrawn from the left ventricle, the nose cone became caught in the inflow portion of the valve dislodging the valve into the sinotubular junction. The left main coronary artery became occluded by the dislodged valve. Cardiopulmonary resuscitation (CPR) was performed and a decision was made to convert to an open surgical procedure. The patient was emergently placed on cardiopulmonary bypass (cpb) and the chest was opened. The valve was explanted and replaced with a non-medtronic surgical valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.